Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female consumer reporting on self from the united states. The medical history included environmental allergy and she was allergic to bananas, avocados, pets, and dander. The concomitant medications included unspecified injections for allergy four times a day since one and half year. On (B)(6) 2011, the consumer started using o.b. Combination packs, one tampon, seven times a day for five days per period, vaginally for menstruation (lot number 3220m0514, expiration date unspecified). After about three weeks, she noticed that the part of the outer layer of the tampon got separated and left pieces of tampon inside her vagina which came out during intercourse. She also stated that she was using this product since seven to eight years with no adverse event. After forty three days, she discontinued the use of the device. After an unspecified duration, the event resolved. The report was assessed as non serious event and the company causality was assessed as possible. Sample received containing one box of ob 18 regular / 12 super / 10 super plus multi-pack (B)(4), lot number 3220m0514, including 2 super plus tampons, 2 super tampons and 8 regular napkins. Returned sample was visually inspected no nonconformance or manufacturing defects were observed. The device history record revealed no issues or nonconformance with the product or process. Complaint trends will continue to be monitored. Based on the investigation results, this product quality complaint is not confirmed. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.